Manufacturer narrative:
(B)(4).

Event description:
The physician was preparing for the procedure and when checked the product found that the swg (spring wire guide) was "bent". Another device was obtained for patient use. No patient involvement.

Event description:
The physician was preparing for the procedure and when checked the product found that the swg (spring wire guide) was "bent". Another device was obtained for patient use. No patient involvement.

Manufacturer narrative:
(B)(4). The customer returned one guide wire and the respective tubing for analysis. The advancer cone was not returned for analysis. No definite signs-of-use were observed of any kind. Visual analysis revealed that the guide wire contained two kinks towards the distal end. During normal assembly with a lab inventory advancer tubing, the area of the kink would have been located inside the tubing, protecting it from damage. No damage was noted on the tube assembly. The kinks in the guide wire measured 35mm and 55mm from the distal weld. The guide wire total length measured 602mm, which is within the specification limits of 596mm-604mm per the guide wire graphic. The guide wire outer diameter measured .79mm, which is within the specification limits of .788mm-.826mm per the guide wire graphic. The guide wire was passed through a lab inventory ars/introducer needle subassembly. Little to no resistance was observed. A manual tug test confirmed both welds were fully intact on the guide wire. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "read all package insert warnings, precautions and instructions prior to use. Failure to do so may result in severe patient injury or death". The IFU also states, "do not use if package is damaged". The report of a kinked guide wire was confirmed through complaint investigation. The returned guide wire contained two kinks on its body. The swg passed all relevant dimensional and functional inspections. A device history record review was performed based on sales history, and no relevant findings were identified to suggest a manufacturing related cause. During normal packaging, the portion of the guide wire that was kinked would have been located inside the guide wire advancer tubing, protecting it from damage. Because of the sample received and the customer report, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.